Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 298 mg/dl and the cause was not known. A bolus and insulin injections were used to address the bg. During troubleshooting air bubbles were observed in the tubing. The customer primed out the air and resumed insulin delivery. Reportedly, the customer used cold insulin to fill the cartridge.